Event description:
The hospital reported that the surgeon attempted to lock the acrobat-I stabilizer according to IFU guidelines while performing an opcab procedure, but the device failed to secure. Despite several attempts, the same symptom recurred, consequently, the surgery was completed using a new product. The patient's condition was stable. Based on the provided photo no malfunction was observed. There was about a 15 minute delay.

Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.